Manufacturer narrative:
Device evaluation summary: device evaluation of charger/modem sn (B)(4) has been completed. The reported problem (white screen) was confirmed. As received, the charger/modem was resetting. Upon evaluation, there was corrupted data on the flash memory. The cause of the resets is the corrupted data. The root cause of the corrupted data cannot be positively identified. No adverse event resulted from the defective charger/modem. The pt was issued a replacement charger/modem.

Event description:
A (B)(6) male pt contacted zoll customer support to report that the charger/modem had a white screen that would not go away. The pt was issued a replacement charger/modem.